Event description:
It was reported that the pacing impedance of this right atrial (ra) lead was high out of range at greater than 3000 ohms. During in-office testing, there was reported noise with isometrics along with loss of capture (loc) at maximum output. Technical services (ts) recommended either lead revision or programming the lead to be turned off. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing impedance of this right atrial (ra) lead was high out of range at greater than 3000 ohms. During in-office testing, there was reported noise with isometrics along with loss of capture (loc) at maximum output. Technical services (ts) recommended either lead revision or programming the lead to be turned off. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 130mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range pacing impedances and noise were likely caused by the confirmed fracture.

Event description:
It was reported that the pacing impedance of this right atrial (ra) lead was high out of range at greater than 3000 ohms. During in-office testing, there was reported noise with isometrics along with loss of capture (loc) at maximum output. Technical services (ts) recommended either lead revision or programming the lead to be turned off. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted. A new ra lead was successfully placed. No additional adverse patient effects were reported.